Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product code is gxl. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A service history record review was requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine service check it was discovered that the hand piece for battery powered driver motor does not stop when the battery is in. There was no patient or surgical involvement. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was performed ¿ the customer reported the motor was running continuously. The repair technician reported the motor ran slow in all settings, the device had a burnt odor, and the main bearings on the driveshaft were worn. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Service history review: a service history of the past three years has been reviewed. The item was previously returned for service on october 22, 2013, february 12, 2015 due to motor failure, and on september 25, 2012 and the device passed testing. The customer called in a service request for this item on (B)(6) 2015 and reported that the device is inoperable- handpiece won't turn off. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable-handpiece won't turn off. The manufacture date of this item is june 9, 2011. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.